Event description:
During a laparoscopic cholecystectomy, operating room staff noticed that a silver residue/debris was expelled when a clip was applied. Record of operation indicated that after the clips were applied the area was irrigated and suctioned per normal process. There was no injury to the patient. The clips with this lot number were pulled from inventory. Ecri was notified.